Manufacturer narrative:
Follow-up #1: date of submission 04-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: during investigation, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The transmitter was found to perform within specification. The original complaint of a cs 215 call service alarm issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4). (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a cgm (dex 090) issue. It was alleged that call service 215-65 alarm was emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.